Manufacturer narrative:
Device is a combination product.

Event description:
It was reported stent damage occurred. The 89% stenosed, 19 x 28mm, eccentric, restenosed target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending artery. A 2.75 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the distal stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.